Event description:
Caller reported the pump does not deliver insulin anymore. On (B)(6) 2014 at 5:30 pm, she measured 185 mg/dl after changing the infusion set. Customer primed the tube, everything seemed to be ok. At 9 pm (same day), she measured 503 mg/dl, there was no insulin in the tube. Customer tried to deliver a bolus but no insulin came out of the tube. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.